Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inject the water in the cuff of the foley catheter balloon during the pretest. Based on the photo sample received via ibc on 07dec2021, it was reported that the bent or dent mark was not reported but it was observed on the foley catheter shaft at their side. The dent mark might cause the difficulty to inflate.

Event description:
It was reported that it was difficult to inject the water in the cuff of the foley catheter balloon during the pretest. Based on the photo sample received via ibc on 07dec2021, it was reported that the bent or dent mark was not reported but it was observed on the foley catheter shaft at their side. The dent mark might cause the difficulty to inflate. Based on evaluation on sample receipt received from investigator on 09feb2022, there was slight dent observed on the surface of returned catheter, however, it did not impede the inflation process. The catheter can be inflated and deflated without difficulties.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.